Manufacturer narrative:
No evaluation possible at this time. The implant has not been returned for evaluation. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Both rods had been implanted and the final set screw on the proximal left side t4 inserted. The surgeon noticed that additional sagittal correction was required. While adding more kyphosis, the rod snapped and broke around the c5. The rod and detached fragments were completely removed from the patient.

Manufacturer narrative:
The returned implant is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
A review of the device history records found no manufacturing, processing or design related irregularities. The implant was found to be properly manufactured and released in accordance with the device master record. The material for this rod is cobalt chrome (co-28cr-6mo) alloy 2 per as-m-0026. This cobalt chrome is a high carbon alloy which may lead to a higher likelihood of fracture compared to different cobalt chrome alloys (such as pn 480027-55-xxx cobalt chrome alloy 1 per as-m-0054). In addition, the rod fracture was found to be located at a notch resulting from in-situ bending. The notch presents an increased stress concentration that may lead to crack initiation and result in rod fracture.